Event description:
Product: sapphire infusion pump ref (B)(4) problems: batteries in the entire facility started to all fail at the same time. Found out from the OEM that the devices have built in obsolescence into the battery for a 2 year life. This is not noted in any of the service manuals and puts our hosp at great risk. (B)(6) - entire fleet started failing before the 2 year point at the same time and without notice or written guidance, and now the hosp has placed an emergency order for 200 batteries to get our fleet running again. This is a significant issue that needs to be investigated. The other issue with these batteries is that you cannot look at them and determine the life left on them since the OEM programs obsolescence into them. As a hosp, we do not know when they will fail. This presents a significant risk for our pts. When the device is in the 250ml lock box and connected to the pole clamp charging port, it may not seat correctly which can lead the user to believe the unit is charging when it is not. The pole clamps themselves are breaking constantly presenting a drop hazard. They are breaking in the same exact place on every breakage. This is a significant issue and can cause pt or health worker harm. The bolus cords are breaking at an alarming rate, over 200 cords out of our 650 strong fleet have been broken. The bolus cord and power cord can go into either slot on the pole clamp. While the unit does give a visual warning, it could lead to a false positive for failure. The power cords are not holding up to daily wear and tear. Many damaged.